Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator. The indication for implant was non-malignant pain. It was reported that during a routine impedance check the representative noticed that electrode #8 was out of range, over 10,000. No patient symptoms were reported. The patient was not using that electrode in her programming and she was happy with her therapy. Nothing was changed with the patient¿s programming. No further complications were reported/anticipated.